Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device shut down after leaving it on for 24 hours. The power supply was out of electrical specification. It was also noted that the keyboard cable was damaged. (B)(4).

Event description:
It was reported that the programmer suddenly powered off. The programmer was returned for service. It was also requested that the p rogrammer go through a test and calibration procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer suddenly powered off. The programmer was returned for service. It was also requested that the p rogrammer go through a test and calibration procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).